Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with gehc technical support. The caster was recommended for replacement.

Event description:
The hospital reported a rear caster wheel has broken off the unit. There was no report of injury.